Event description:
This is event 2 of 2 of the same event it was reported from canada that during a transforaminal lumbar interbody fusion (tlif) surgical procedure, it was observed that two cutter devices overheated when applied to the bone while in use with a motor device and an attachment device. According to the reporter, the nurse felt that the cutter device was hotter than usual. No injury was reported and her gloves were not damaged. The motor device and attachment devices worked fine. There were no delays in the surgical procedure. Spare devices were used to complete the procedure successfully. No fragments were generated. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The serial number is unknown. The date of manufacture is unknown. Concomitant devices: electrical powered handpiece device, attachment device, cutter devices, therapy date: (B)(6) 2023. UDI: (B)(4).